Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy pd effluent, abdominal pain, vomiting, nausea, constipation and loss of appetite. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with injection cefazolin (1gm, once daily, intraperitoneal, discontinued), injection amikacin (100mg, once daily, intraperitoneal, discontinued), injection heparin (1000iu, once daily, intraperitoneal, discontinued) and tablet fluconazole (150mg, on alternate days, intraperitoneal, discontinued) for bacterial peritonitis. It was reported that on an unknown date, the patient recovered from all the events. Pd therapy is ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.